Event description:
The patient was being transported from the cath lab to the ICU after the insertion of an iabp. During transport the pressure infusor bag (pib) was fully inflated. After 45 minutes, the nurse returned to the ICU room to find the pib "fully deflated", and the pt in distress. Physician involvement resolved the situation. The nurse stated that the stopcock was turned "off" to the bag, which is proper position and shouldn't allow the bag to deflate. To the best of merit's knowledge the pt is doing fine to date.